Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 1.1 vs ref lab inr 3.1. Protime inr 3.1 on repeat 4 minutes after lab inr. No change in treatment. No adverse events reported.

Manufacturer narrative:
(B)(4). MFR awaiting product return for further eval.